Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 alarm that the hp rec'd during dwell 1/3 of the pt automated peritoneal dialysis (apd) therapy. Reportedly, the pt line hp's homechoice set became disconnected from hp's transfer set. Tsc assisted hp in ending treatment early and advised hp to contact the pt's rn. Per rn, no pt injury or medical intervention was associated with this incident.